Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined login was not available. The technical support specialist stated that the hospital it reset the password, the customer synced the domain to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system login was not available. The customer added that this issue was affecting patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system login was not available. The customer added that this issue was affecting patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined login was not available. The technical support specialist stated that the hospital it reset the password, the customer synced the domain to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.